Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The main device (rlt 261414 lot 14634553) was placed at intended location and deployed in the first step. The physician tried afterwards to cannulate the contralateral gate from the right side. All markers were visible in the x-ray view. A cannulation of the gate was impossible. The physician tried to cannulate from the left side, also impossible. In another view with the c-arm x-ray unit it was observed that the contralateral gate was compressed and a cannulation impossible. The physician implanted an aorto-uni-iliac (aui) from medtronic (endurant ii 25x14x117) from the right side. In additional an amplatzer plug ii(16x120)was implanted from the left side to occlude the vessel and avoid retrograde flow. Following the procedure the physician performed a femorofemoral bypass with a gore-tex&#59411;stretch vascular graft lot 146368337 after the procedure the patient was transferred to the intensive care unit.